Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the catheter was seen to be cut in multiple places, and the catheter shaft was seen to be kinked/bent. The catheter hub and tip were intact. Functional inspection revealed that when made an attempt to advance the patency mandrel through the catheter hub and the proximal shaft. The mandrel became stuck at the strain relief, so the catheter was cut at this point, and a polytetrafluoroethylene (ptfe) was pushed out. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was not set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the catheter was seen to be cut in multiple places. The catheter shaft was seen to be kinked/bent. The catheter hub and tip were intact. During functional inspection, an attempt was made to advance the patency mandrel through the catheter hub and the proximal shaft. The mandrel became stuck at the strain relief. The catheter was cut at this point, and a ptfe was pushed out. The reported event could not be replicated during analysis however, the analysis results are consistent with the reported event. Based on a review of all available information and the analysis of the returned device it is probable that due to not setting up and maintaining the continuous flush throughout the procedure could have contributed to the as reported and as analyzed codes. In the dfu, it is mentioned: "in order to achieve optimal performance of microcatheters and to maintain the lubricity of the hydrolene® coating surface, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guide catheter, and the microcatheter and any intraluminal device. In addition, flushing aids in preventing contrast crystal formation and/or clotting on both the intraluminal device and inside the guide catheter and/or the microcatheter lumen." The as reported code catheter, difficulty advancing coil will be assigned a probable cause of use error. The as analyzed codes catheter shaft blocked/occluded, and catheter ptfe inner lining peeling will be assigned a probable cause of use error as issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The as analyzed code catheter shaft kinked/bent will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported by the physician that when the coil was loaded under water pressure while using the microcatheter (subject device), it got stuck at the middle part. The procedure was completed successfully with another device without any clinical consequences to the patient. The subject microcatheter was returned for analysis and the device investigation revealed that the subject microcatheter¿s ptfe inner lining was peeled.